Event description:
It was reported during the implant attempt that the impedance was over 4000 ohms after placement. The lead was replaced with a new one. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.